Event description:
According to the reporter, the device would not charge. The previous day, physio-control had performed a biphasic upgrade to the device. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not charge. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly but could not replicate or confirm the reported failure to charge. Root cause for the reported problem could not be determined.